Event description:
It was reported that deployment of the proglide suture was attempted in the common femoral artery using the preclose technique before an interventional procedure. The arteriotomy was a 6fr and during the interventional procedure the sheath was upsized to an 14fr sheath. Reportedly, when the device was removed from the vessel it was noticed that suture was tight; however, the knot could not be advanced and hemostasis could not be achieved. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Instructions for use, under indications for use: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5fr to 8fr sheaths. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported experience of the suture was tight and the knot could not be advanced. The analysis of the returned device revealed approximately 1 inch of the monofilament was exposed at the guide with the needle tip still attached to the rail end. The pre-formed knot was unraveled and there was no needle strike mark on the posterior foot. The plunger, cuffs and link were not returned with the device, limiting the scope of this investigation. Based on the investigation findings, a posterior cuff miss occurred because the needle tip was returned without the posterior cuff. The evaluation could not conclude that manufacturing had influence on the reported experience, therefore, the cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.